Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Surgeon reports via our sales representative that he worked with the restoration adm system for the first time and noticed that the window trial right didn't connect properly to the window trial introducer. He further states that this had no effect to the pt.